Event description:
It was reported that during a lung wedge resection procedure, the clip applier jammed after first firing would not fire at all. Another device was used to finish the case. No pt consequences.